Event description:
It was reported when using the pyxis medstation es system refrigerator, the drawer is not functioning properly and will not open. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that refrigerator has faulty cards. A field service engineer, replaced both cards and reconfigured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.